Event description:
The customer reported a contained leak from reagent probe b on their unicel dxc 800 pro synchron system. The customer was wearing personal protective equipment; no reports of exposure or injury were reported. No erroneous patient results were generated or reported.

Manufacturer narrative:
Field service engineer was dispatched to evaluate the analyzer. Field service engineer replaced reagent probe b collar wash waste valve (solenoid valve) to resolve the issue. (B)(6).